Manufacturer narrative:
(B)(4). The complaint mr290 chamber has been received at fisher & paykel healthcare in new zealand for evaluation. We will provide a follow-up report upon conclusion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that an mr290v humidification chamber was found to be leaking water after 23 days of use. No patient consequence was reported.

Event description:
A healthcare facility in japan reported that an mr290v humidification chamber was found to be leaking water after 23 days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) for investigation. The chamber was visually inspected for the reported damage and scanning electron microscopy (sem) analysis was conducted. Results: visual inspection of the complaint mr290 revealed multiple cracks around the base of the chamber dome below one of the ports. The surface of the dome was whitened between the base and the maximum fill line of the chamber. Sem analysis showed evidence of environmental stress cracking (esc). This is characterized by tree ring-like surface deformations on the crack surface, radiating out from the point of exposure to a harsh chemical. This was observable along the length of the sample indicating multiple points of chemical attack. Conclusion: the nature of the cracking and the white discolouration suggest that the damage was caused by the chamber coming into contact with a solution containing ethanol/alcohol, which has resulted in environmental stress cracking of the chamber dome. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The subject mr290v chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."